Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged cycles") and alopecia ("hair loss"). The patient was treated with surgery (essure implant removal scheduled for (B)(6) 2018). At the time of the report, the pelvic pain, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), gastric ulcer ('gastrointestinal or digestive system condition type: ulcers'), autoimmune disorder ('autoimmune disorder type of disorder: undiagnosed') and cholecystectomy ('surgery (other) type of suuregery: gall bladder removal') in a 35-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, depression and add. Surgery (other) type of surgery: gallbladder removal. Abdominoplasty - (B)(6) 2015. Breast implants - (B)(6) 2015. Previously administered products included for an unreported indication: birth control pills from 1994 to 2011. Concurrent conditions included menometrorrhagia, menopausal symptoms, depression, joint pain, violence, acid reflux (oesophageal), acne, food allergy, seasonal allergy, environmental allergy, anemia, anesthesia procedure, blood transfusion, breast cancer, breast disorder female, cancer, depression, postpartum depression, skin rash, diabetes, latex allergy, endometriosis, eating disorder, fibromyalgia, gastrointestinal disorder, heart disorder, haematotoxicity, hepatitis, hepatic disease, high cholesterol, pap smear abnormal, hypertension, infertility, renal disease, kidney disorder, bladder disorder, lung disease, neurological impairment, epilepsy, osteoporosis, ovarian cancer, polycystic ovary, polyps, pre-eclampsia, psychic disturbance, pulmonary disorder, tb, asthma, stroke, thyroid disorder, sexually transmitted disease, foreign body in uterus, any part and endocervical squamous metaplasia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, carvedilol since 2017, levosalbutamol hydrochloride (xopenex) since 2014, meloxicam since 2017 and metoprolol since 2017. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("prolonged cycles / abnormal bleeding (menorrhagia) / heavy flow / long periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type: hands, feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("low back pain") and photosensitivity reaction ("photosensitive reaction"). In (B)(6) 2012, the patient experienced dental caries ("dental problems: I started getting a bumch of cavities"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), tinnitus ("neurological conditions or problems type: tinnitus"), amnesia ("neurological conditions or problems type: memory loss"), dizziness ("neurological conditions or problems type: dizziness") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("diarrhea"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and tachycardia ("blood or heart disorder/condition type: tachycardia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), menstrual disorder ("blood clots") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, alopecia, night sweats, mood swings, vaginal haemorrhage, urinary tract infection, rash, abdominal pain and back pain had resolved and the gastric ulcer, female sexual dysfunction, anxiety, autoimmune disorder, migraine, headache, tachycardia, nausea, dental caries, feeling abnormal, tinnitus, amnesia, dizziness, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, diarrhoea, menstrual disorder, photosensitivity reaction, anaemia and cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, autoimmune disorder, back pain, cholecystectomy, dental caries, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastric ulcer, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain, photosensitivity reaction, rash, tachycardia, tinnitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery: essure implant removal was scheduled for (B)(6) 2018. Discrepancy noted in date of removal: (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain and menorrhagia, night sweats, weight increase, alopecia, anxiety, autoimmune disease, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged cycles") and alopecia ("hair loss"). The patient was treated with surgery (essure implant removal scheduled for (B)(6) 2018). At the time of the report, the pelvic pain, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery: essure implant removal was scheduled for (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), gastric ulcer ("gastrointestinal or digestive system condition type: ulcers"), autoimmune disorder ("autoimmune disorder type of disorder: undiagnosed") and cholecystectomy ("surgery (other) type of surgery: gall bladder removal") in a 35-year-old female patient who had essure (batch no. 922609) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, depression and add. Surgery (other) type of surgery: gallbladder removal. Abdominoplasty (B)(6) 2015. Breast implants (B)(6) 2015. Previously administered products included for an unreported indication: birth control pills from 1994 to 2011. Concurrent conditions included menometrorrhagia, menopausal symptoms, depression, joint pain, violence, acid reflux (oesophageal), acne, food allergy, seasonal allergy, environmental allergy, anemia, anesthesia, blood transfusion, breast cancer, breast disorder nos, cancer, depression, postpartum depression, skin rash, diabetes, latex allergy, endometriosis, eating disorder, fibromyalgia, gastro-intestinal disorder nos, heart disorder, haematotoxicity, hepatitis, hepatic disease, high cholesterol, pap smear abnormal, hypertension, infertility, renal disease, kidney disorder, bladder disorder, lung disease, neurologic disorder nos, epilepsy, osteoporosis, ovarian cancer, polycystic ovary, polyps, pre-eclampsia, psychiatric disorder nos, pulmonary disorder, tb, asthma, stroke, thyroid disorder, sexually transmitted disease, foreign body in uterus, any part and endocervical squamous metaplasia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2012, carvedilol since 2017, levosalbutamol hydrochloride (xopenex) since 2014, meloxicam since 2017 and metoprolol since 2017. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("prolonged cycles / abnormal bleeding (menorrhagia) / heavy flow / long periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), rash ("rashes or skin conditions type: hands, feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("low back pain") and photosensitivity reaction ("photosensitive reaction"). In (B)(6) 2012, the patient experienced dental caries ("dental problems: I started getting a bunch of cavities"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), tinnitus ("neurological conditions or problems type: tinnitus"), amnesia ("neurological conditions or problems type: memory loss"), dizziness ("neurological conditions or problems type: dizziness") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diarrhoea ("diarrhea"). In january 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and tachycardia ("blood or heart disorder/condition type: tachycardia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastric ulcer (seriousness criterion medically significant), menstrual disorder ("blood clots") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, alopecia, night sweats, mood swings, vaginal haemorrhage, urinary tract infection, rash, abdominal pain and back pain had resolved and the gastric ulcer, female sexual dysfunction, anxiety, autoimmune disorder, migraine, headache, tachycardia, nausea, dental caries, feeling abnormal, tinnitus, amnesia, dizziness, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, diarrhoea, menstrual disorder, photosensitivity reaction, anaemia and cholecystectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, autoimmune disorder, back pain, cholecystectomy, dental caries, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastric ulcer, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain, photosensitivity reaction, rash, tachycardia, tinnitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery: essure implant removal was scheduled for (B)(6) 2018. Discrepancy noted in date of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain and menorrhagia, night sweats, weight increase, alopecia, anxiety, autoimmune disease, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: night sweats, mood swings, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: undiagnosed, rashes or skin conditions type: hands, feet, migraines / headaches, blood or heart disorder/condition type: tachycardia, nausea, dental problems: I started getting a bunch of cavities, neurological conditions or problems type: brain fog, tinnitus, memory loss, dizziness, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ulcers, bloating, diarrhea, abdominal pain, low back pain, blood clots, rashes or skin conditions type: photosensitive reaction, blood or heart disorder/condition type: anemia, did not undergo confirmation test, surgery (other) type of surgery: gall bladder removal. Outcome of event pain, menorrhagia, alopecia were updated. Onset date of event were updated. Stop date of essure added. Reporter information, aka name, historical and concomitant drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.